Event description:
Information received by medtronic indicated that the insulin pump was damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). S/w version 2.9b. Retainer ring = clear. Customer returned pump for alleged cosmetic damage located at an unspecified location found on feb 03, 2021. The insulin pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: cracked retainer ring, pillowing overlay and stained overlay. Cracked retainer ring, pillowing overlay and stained overlay confirmed during visual inspection. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.